Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, an error message appeared on the ER 2 station screen. When the user attempted to reboot the device after an extended period of downtime, an error was displayed on the screen, causing the program to stop working correctly. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced significant database issues following a power outage, resulting in partial database corruption and limited data recovery from the downtime period. A technical support specialist (tss) assessed that some data could not be recovered, by following certain knowledge articles the remaining data successfully synced back to the last valid database communication with the server. The station was brought back online, confirmed to be operational, and observed in active use, indicating normal functionality was restored despite minor data loss. The system functioned as intended after the technical support specialist troubleshot the device.